Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, alarms did not sound on the smart device. No additional patient or event information is available. No product or data was provided for evaluation. The reported event of the alarms did not sound on the smart device could not be confirmed. A root cause cannot be determined.